Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) female patient who had essure (batch no. D08053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included urine incontinence, stress incontinence, vulvovaginal candidiasis, coughing, sneezing, nervousness, vulval itching, pregnancy, anxiety and panic disorder. Concurrent conditions included vaginal odor, vaginitis bacterial, vaginal discharge, menometrorrhagia, dyspareunia, mastodynia, nausea, pap smear abnormal, fibromyalgia, abdominal bloating and vaginitis. Concomitant products included alprazolam (xanax) since 2014, clindamycin hydrochloride (cleocin) since 2016, escitalopram oxalate (lexapro) since 2014 and ondansetron (zofran melt) from 2010 to 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced migraine ("migraines/migraines / headaches") and menstruation irregular ("hormonal changes: irregular menses"), 3 months 21 days after insertion of essure. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, vulvovaginal pain, migraine, dysmenorrhoea and menstruation irregular outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menstruation irregular, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: insertion details, specify- successful essure procedure was performed. Operative summary: essure device was placed in the patient's right tubal ostia, deployed and three coils were protruding from the tubal ostia. This was then repeated on the left side and two coils were noted to protrude from the tubal ostia. Batch number: d08053 production date: (B)(6) 2014 and expiration date: (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: quality-safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.